Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a sprinter legend rx ptca balloon catheter to treat a moderately tortuous and calcified lesion exhibiting 85% stenosis in the mid circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was performed with no issues. Force was not used during the delivery of the device. It is reported that while the balloon was advancing through the lesion the catheter became fractured inside the patient body. The device remained in one piece. The device was kinked an re-straightened during use. The patient is alive with no injury.

Manufacturer narrative:
Device evaluation summary: the device returned with a detachment on the hypotube 91.5cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. There were no kinks evident on the hypotube proximal or distal to the detachment site. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.